Manufacturer narrative:
All buttons functioning properly. However, corroded keypad traces were found. No button error alarm during testing. Device was tested with no frozen screen was noted. Device was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the screen froze and the buttons were not responding. The customer was playing soccer prior to the alarm. Blood glucose value was 540 mg/dl; she treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.